Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ syringe with attached bd¿ blunt fill needle were not labeled with an expiration date. The following information was provided by the initial reporter: we have 2 bd products that are not labeled with an expiration. One is bd 3ml syringe ref 305060 and bd 10ml precision glide needle reorder #(B)(4).

Manufacturer narrative:
H6: investigation summary: one packaged 3ml syringe with needle (p/n 305060) from lot 2331054 was received. The sample was visually evaluated with no visible defects noted. Based on the batch number 2331054 and the packaging graphics the syringe was manufactured in 2012. This batch was manufactured prior to the unique device identifier requirements that mandated marking individual packaging with expiration date. This batch was manufactured correctly per product design at the time. The syringe from batch 2331054 has been expired since 2017. Bd does not make claims of the efficacy of expired product.

Event description:
It was reported that the bd luer-lok¿ syringe with attached bd¿ blunt fill needle were not labeled with an expiration date. The following information was provided by the initial reporter: we have 2 bd products that are not labeled with an expiration. One is bd 3ml syringe ref 305060 and bd 10ml precision glide needle reorder # (B)(4).